Event description:
During baxter's functionality testing, a spectrum pump had door not fully latched alarms. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarm was confirmed through baxter's functionality testing as well as reproduced through further eval. This condition was determined to have been caused by increased force needed to close the door. The door hooks and latch pins were replaced.